Event description:
It was reported that the patient's leads and stimulator were going to be replaced later in the day of the report. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Event description:
Follow up from the health care provider reported the cause of the event was the leads were not working anymore and the battery died. There were no abnormal impedances reported. It was unknown what the issue was with the lead and implantable neurostimulator (ins). There was a surgical replacement of the ins and revision of the leads. It was noted the revision and replacement were successful. It was noted the "x-ray showed placement of leads in order to replace." Signs and symptoms included pain and noted the patient was not receiving adequate pain relief. The patient did not require hospitalization due to the event and there was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377675, lot# v007949, implanted: (B)(6) 2006, product type lead; product ID 377675, lot# v009555, implanted: (B)(6) 2006, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).